Manufacturer narrative:
Device has not been returned to the manufacturer for further investigation. Preliminary tests are pending.

Event description:
Pt states that the electrode burned his skin each time he removed them.